Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's caregiver reported receiving a no message appears issue on the abbott diabetes care (adc) device while using freestyle libre 3 app on an iphone 14 with os operating system version 1611 and was unable to obtain readings. As a result, customer experienced vomiting. The customer was unable to self-treat and received unspecified treatment from a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported for sensor related message: no message appears. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and after warm-up sensor was scanned again and glucose results were observed. Scanning functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's caregiver reported receiving a no message appears issue on the abbott diabetes care (adc) device while using freestyle libre 3 app on an iphone 14 with os operating system version 1611 and was unable to obtain readings. As a result, customer experienced vomiting. The customer was unable to self-treat and received unspecified treatment from a third-party. There was no report of death or permanent impairment associated with this event.